Event description:
Additional information received reported that the event of 2013 (B)(6) was not related to ¿device.¿

Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-33, lot # j0326967v, implanted: (B)(6) 2003, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was feeling a tingling sensation in their left thigh above their knee since (B)(6). It was noted the patient¿s stimulation was targeted for lower back pain. It was further noted the patient was feeling stimulation in their lower back. It was noted the patient had no falls or trauma. The reporter stated they would prefer any adjustments be made by a manufacturing representative. It was noted the patient had contacted a manufacturing representative. It was further noted the patient had an appointment with their healthcare professional on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.